Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, manual stapler would not fire when requested. The handle was shut over tissue when creating the anastomosis as part of a lap anterior resection. The green button was depressed, but stapler would not fire. New stapler and reload was opened and worked correctly. The circular stapler was fired as part of an anastomosis for a lap anterior resection. Leak test was conducted after firing to detect if there was a leak. The surgeon felt detected the leak aft firing. It required to suturing over the stapling line to secure the anastomosis.

Manufacturer narrative:
Additional info:evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. A review of the device history record indicates the product was released meeting all quality release specifications. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.